Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the gladiator elite was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 30mm in length and extended from a position 15mm distal of the proximal markerband to 3mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The 2-3cm stenosed target lesion with mild calcification was located 2-3cm above the internal fistula orifice. During the procedure, the patient was supine with brachial plexus anesthesia. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation, but the balloon ruptured. The device was slowly retreated to the sheath and removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 2-3cm stenosed target lesion with mild calcification was located 2-3cm above the internal fistula orifice. During the procedure, the patient was supine with brachial plexus anesthesia. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation, but the balloon ruptured. The device was slowly retreated to the sheath and removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).